Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: circuit board unit in s-connector and plug unit was dirty. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, a definitive root cause of the reported issue could not be determined. However, the circuit board unit in scope connector and plug unit was dirty due to water leakage, however, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastroscope displayed a communication error. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.